Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set separated from the male luer adapter which resulted in a blood leak. This occurred while the patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample and a companion sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing had separated from the assembly. Visual inspection on the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional pressure testing underwater was performed, and no leak was observed in the returned sample. The reported condition was verified in the photographic sample and was not verified in the companion sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.